Event description:
It was reported that the device was used during a unknown procedure. It was reported by the rep that a note was left on the device that read "would not fire". No other info was available. There was no consequence to the pt.